Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The full lead was not returned; two lead segments were returned and analyzed. Visual inspection revealed extraction damage and it was noted that the lead was extremely stretched. Additionally, multiple lead on lead insulation abrasions through to the anode conductor coil were observed in multiple locations.

Event description:
Two segments of this lead were returned for analysis over nine years after the event observations.